Event description:
A medtronic representative reported a navlock solera driver broke during a spinal fusion case. While placing screws, the tip of the driver broke off into a screw. The broken piece was retrieved and removed, and the cause was completed successfully with no impact to pt.

Manufacturer narrative:
The device lot number is unk. The device manufacture date is unk. The part has been received by the manufacturer. Evaluation results not available at this time.